Manufacturer narrative:
No device was returned for evaluation but a radiograph was provided that confirmed the event. The patient bone quality is unknown. It is unknown if the patient complied with postoperative physical restriction or suffered a fall. Patient culture testing confirmed the presence of a p-acne bacterial infection. Radiographic review identified various radiolucent areas of bone loss, fracture of the c6/7 superior vertebral end plate as well as subsidence of the inferior disc plate into c6. A manufactural review could not be completed as not material or lot code information was provided. The root cause of the reported event appears to be the result of a confirmed post operative infection and related bone loss resulting in bone loss and subsidence and migration of the disc assembly. Although unknown the identified bacterial infection (p-acne) is likely the result of inadvertent environmental contamination and a known risk of spinal procedures. No additional investigation required. Labeling review: "contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions: an active systemic infection or an infection at the operative site. Osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5. Known allergy to the implant materials (peek, ceramic, titanium)¿" "warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide..." "Precautions the safety and effectiveness of the simplify® cervical artificial disc has not been established in patients with the following conditions...history of an endocrine or metabolic disorder (e.g., paget¿s disease) known to affect bone and mineral metabolism. Current or extended use (>6 months) of any drug that may interfere with bony/soft tissue healing. Insulin-dependent diabetes. Renal disease. Auto-immune diseases..." Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available. The simplify® cervical artificial disc is intended to be used with the simplify® cervical artificial disc instrument set. The simplify® cervical artificial disc instruments are reusable, supplied non-sterile and must be sterilized in accordance with the recommended cleaning and sterilization procedures prior to use. The simplify® cervical artificial disc is supplied sterile. It is not intended to be re-sterilized. Do not use if sterility is compromised. "Intraoperative: use aseptic technique when removing simplify®cervical artificial disc from the innermost packaging. Carefully inspect each device and its packaging for any signs of damage, including damage to the sterile barrier. Do not use the simplify® cervical artificial disc if the packaging is damaged or if the implant shows signs of damage. Ensure simplify® cervical artificial disc does not come into contact with hard objects that may damage the implant and render the implant functionally unreliable. Visual inspection of the prosthesis is recommended prior to implanting the device. If any part of the device appears damaged or not fully assembled, do not use. Take care not to over-distract the disc space. Excessive removal of endplate cortical bone may result in sub-optimal outcomes. Surgical implants must never be re-used or re-implanted. Even though the device appears undamaged, it may have small defects and internal stress patterns that may lead to early breakage..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months." "Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "General surgery risks general surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic..." "Anterior cervical surgery risks anterior cervical surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic...vertebral body fracture..." "Cervical artificial disc risks risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: infection/abscess/cyst, localized or systemic allergic reaction to the implant materials...device migration, device subsidence, excessive device height loss... Wear debris...vertebral body fracture...additional surgery due to loss of fixation, infection or injury...removal, revision, reoperation or supplemental fixation of the disc, osteolysis, bone loss, or bone resorption..." "¿note: additional surgery may be necessary to correct some of the adverse effects. During the procedure, if the simplify® cervical artificial disc cannot be visualized, a contrast media may be used. Following completion of the procedure, patients should receive a postoperative treatment care protocol. Patients will be permitted to ambulate on the day of surgery, as tolerated, and, at the discretion of the surgeon, may wear a collar to support the neck (philadelphia, aspen, miami j, 2 poster-orthosis, etc.) Until the soft tissues of the neck have healed." 32226-e-2023-03

Event description:
In (B)(6) 2021 a patient underwent a c5-6 cervical total disc replacement (ctdr) from another manufacturer. In (B)(6) 2022 the c5-6 ctdr was revised to a simplify disc and a simplify ctdr was also placed at c6-7. In (B)(6) 2023 the patient complained of neck pain and radiographs identified bone reabsorption around c6/7. On (B)(6) 2023 another revision took place where the two ctdr's were revised to anterior cervical discectomy and fusion at c5-6, c6-7 and surgeons notes stated the disc at c6/7 was grossly loose with pitting of the patients endplates and small fluid collection, cultures positive for p. Acnes (2 of 2 c6/7)